Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware that patient had an indeterminate endoleak (possible type 3b) found during a follow up CT scan on (B)(6) 2018. Patient's initial procedure was done on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital, in. Patient at that time was admitted emergently (for unknown reason), and was symptomatic. At thirty (30) days post surgery, the patient's follow up CT scan revealed an endoleak type 1a , which physician elected to do a secondary procedure to place an aortic extension to cover up the renals on (B)(6) 2012 . However, during that procedure, when the extension was deployed, the delivery wire was behind the stent strut of the main body causing the aortic extension to be pinched off. Dr. (B)(6) at the time opted to place a non-endologix device (palmaz) to try to open the aortic extension. He placed the first palmaz high, but it still did not open the extension completely, so he placed the second palmaz distal to open up the extension. The final run still had a leak but physician could not tell if it was a type 2 or type 3, so opted to monitor patient. It was on (B)(6) 2018 during a follow up CT scan that endologix was made aware that patient had an indeterminate endoleak (possible type 3b) observed. The recent scan showed what appeared to be a type 3b from the original implanted afx/strata main body under the area of overlap between the aortic extension placed in (B)(6) 2012 and the original main body placed in (B)(6) 2012. Physician is planning on another re-intervention, but no confirmed date have been provided. No pur from the index case available.

Event description:
Additional information received confirming that re-intervention was completed; the physician elected to treat the patient by implanting a bifurcated afx2 and suprarenal afx devices 04 dec 2018. Clinical assessment also confirmed that a type ii endoleak from the lumbars was present. This report is only for the main body (bifurcated stent graft). Reference manufacturing report # (B)(4) for report to the cuff.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event of type iiib endoleak of the main body (distal). The complaint is most likely device-related due to use of strata material. The clinical assessment also determined that there was evidence to reasonably suggest a non-endologix stent was placed proximally (off-label) and a type ii endoleak (lumbar) occurred that was not included in the event as reported. The non-endologix stent and type ii endoleak were discovered during a review of the 72 month post implant CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the type iiib endoleak complaint is confirmed. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). Additional information: event, other relevant history, concomitant medical products. Add device code 1504, add method code 4117, add result code 170, add conclusion code 12.

Event description:
Additional information received confirming that re-intervention for this patient is tentatively planned for on (B)(6) 2018. Physician is going to bring patient back for evaluation but has not done so yet.